Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies found were. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, while attempting to place the low-voltage pacing lead in the right atrium for his bundle pacing, the exposed helix of the lead became entangled with what was suspected to be the chordae tendinae. The physician performed counter-clockwise rotations of the lead under gentle tension to remove the lead, however, the lead remained attached. The physician then performed lead manipulations to free the lead with extension outside of the delivery catheter to no avail. The physician was reluctant to use excessive force given the involvement of the lead in the structures supporting the tricuspid valve integrity, and the physician was able to free the lead with continued gentle manipulations. The extracted lead showed an entangled strand of strong fibre strongly believed to be on the chordae tendinae. An echocardiogram was performed post procedure, which demonstrated tricuspid valve integrity and the patient is awaiting a follow up echocardiogram as a result of the event. The lead was not implanted. No further patient complications have been reported as a result of this event.